Event description:
The customer reported being hospitalized due to high blood glucose of over 370 mg/dl. The customer was experiencing unexplained high glucose for the past two days. Troubleshooting was performed. The time, date, and programming were correct. Reviewed the alarm history and found a motor error alarms. Performed a self test and displacement test and the insulin pump passed both tests. Advised the customer to revert to back up plan until the replacement of the insulin pump arrives. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.